Event description:
Cook foley being utilized for induction of labor. The patient stated she felt a "pop" and then noted fluid on her peri pad. The cook foley appeared to be loose, was gently pulled and slid out easily. The uterine balloon had significantly decreased in size and was noted to have a pin sized hole directly under the uterine balloon and was leaking fluid. 80ml of fluid had been added to the uterine balloon and 60ml of fluid to the vaginal balloon. FDA safety report ID# (B)(4).